Event description:
The patient had multiple code blue events and during one of the events the alaris pump shut off. At the time the pump shut off, the patient was on vasopressor drips including phenylephrine (80mg/250cc) at 2.4 mcg/kg/min, vasopressin, and epinephrine. Vasopressin and epinephrine drips were added during the code, so I am unsure of the concentrations. All drips where at maximum doses.